Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.